Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will bereviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the device was not able to confirm the complaint of deformed/ bent. However, examination reveal that a fragment from the pfc stem trial extract threaded tip has broken off and is jammed/seized inside the pfc* flut tib rod trl. The threaded tip breakage is consistent with the user applying excessive leverage/torque on the extractor in a side to side and circular pattern while removing the rod trial from the patient bone resulting in extractor tip breakage. Based on the condition of the device, it is reasonable to confirm the unable to assemble allegation. Additionally, tip of the device presents scratches and nicks. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon noticed the inner threads of the 12 x 75mm stem trial appeared to be bent, after unsuccessfully trying to thread in the stem extraction tool. All pieces were retrieved and being returned. No instruments were broken. No surgical delay.